Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a 100% stenotic lesion in the distal right coronary artery another device. No pt injuries or complications were reported. Pt status is reportyed as 'good'. This product was used after the expiration date.